Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a vessel dissection occurred. The target lesion was located in the mid right coronary artery (rca). The physician advanced and deployed a veriflex 4.5x24mm stent in the mid rca. After deployment of the stent a distal dissection was noted. The physician then attempted to advance a veriflex 4.5x20mm and veriflex 4.5x16mm stent across the lesion but was unsuccessful. The procedure was completed with a non-bsc stent. No further patient complications were reported and the patient status was reported as "ok".

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4).